Event description:
It was reported that during a nephrectomy procedure, the were crossing over and would not close. No adverse pt consequence noted. Open a new one to complete the procedure.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.